Manufacturer narrative:
One device was returned for evaluation. Visual testing was performed. The testing could duplicate the customer reported problem of breakage/cut. Functional testing was not performed. The root cause of the issue will be determined through run rate trending as applicable. No further actions. A device history record could not be completed as no lot number was received.

Event description:
It was reported that an alarm was activated due to an increase in etco2, and upon investigation it was noticed that the trach was broken. The patient had a 3.5/40 bivona uncuffed trach and was admitted from the operating room. The event occurred at the hospital. There was medical intervention required, the patient¿s trach was changed. There was patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
D4. Lot number, expiration date, and h4. Manufacture date are unknown; no information has been provided to date. D4. Primary UDI number: the primary UDI # has been used as the lot/serial information is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.